Manufacturer narrative:
H 11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in germany. It was reported by the patient's wife that patient faced an event where the needle is not seated correctly and it was very difficult to press down the red button when setting. The wife had not removed the transparent plastic safety device. No further information available.